Event description:
It was reported that the rod snapped post-operatively. The patient had undergone 2 previous revision surgeries. Details unspecified. The rod is not thought to be a zimmer spine product based on the complaint description, but because it was reported to be used with a zimmer spine product, this report is being submitted. No damaged or malfunction occurred with the zimmer spine product. The manufacturer of the rod is unknown at this time. Additional information has been requested. Any further relevant information will be provided upon receipt.